Event description:
In 2007, reporter reported that there was a revision surgery performed for a moving rod, no fusion, and patient pain. After several attempts to gain info related to the event, no add'l info is available.

Manufacturer narrative:
Request have been made to obtain the product. Evaluation is pending upon the return of the product.